Event description:
It was reported that the pump was changed due to end of service. It was noted "in the pocket we found a rivet". It was noted there was no injury. The patient was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed end of service due to time progression. No significant anomaly found. The catheter was incomplete; returned in segments. The catheters radio-opaque tip (no rivet) was received for analysis. No issue could be found with the tip itself and was likely inadvertently pulled out/off of catheter during explant. Analysis of the catheter revealed acceptable testing. No significant anomaly found.